Event description:
It was reported company representative indicated a physician doing a surgery, not related to the use of the gastric neurostimulator, inadvertently erased memory of the device and also pulled a lead out by accident. The patient had to go to a second physician who had done the implant for her, to have it remedied. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).